Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #30 (type I bone). Primary stability was achieved. Osseointegration was not achieved. Possible overheating of the bone and an infection was involved in the event. The clinician states the possible reason for failure to integrate was due to an infection. The implant was removed on (B)(6) 2012, due to pain, swelling. Medical history: no significant findings.